Event description:
Reporter stated that customer received the following results on two different meters within 1 minute: 320 mg/dl (mobile system) and 157 mg/dl (compact plus system). No actions taken based on device results. No adverse event reported. The manufacturer requested return of suspect product for evaluation.

Manufacturer narrative:
The event occurred in germany this medwatch is for the compact plus system. Reference medwatch with patient identifier (B)(6) for the mobile system.